Event description:
It was reported that the device exhibited premature elective replacement indicator (eri).

Manufacturer narrative:
Analysis found that the device exhibited premature battery depletion due to an internal short within the battery.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received: device evaluation anticipated but not yet begun